Manufacturer narrative:
(B)(6). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing and sterilization records could not be performed. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use addresses the following warning among others: "strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007, whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, mesh removal, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f1903: device explantation h6: medical device component: g07001: part/component/sub-assembly term not applicable the investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span august 4, 2007 through april 24, 2008 and not all records received in this time span are relevant to the alleged gore® dualmesh® plus biomaterial device. Patient information: medical history: ¿ (B)(6) 2007: history of methicillin resistant staphylococcus aureus infection [mrsa] prior surgical procedures: ¿ unknown date: appendectomy implant preoperative complaints: ¿ 8/4/07: ¿presents with a painful ventral hernia in the right lower quadrant where she had a previous appendiceal incision. She is having surgery to repair this area.¿ implant procedure: repair of ventral hernia with mesh. Implant: alleged gore® dualmesh® plus biomaterial (unk/unk) ¿7.5 x 10.¿ implant date: (B)(6) 2007 ¿ description of hernia being treated: ¿using a scalpel an incision was performed on the right side where she had a previous appendiceal incision. This was then continued down through the subcutaneous tissue until the hernia sac was identified. I then dissected around the hernia sac down to the fascial edges. The hernia sac was then excised and the fascial edges were cleaned up so we were able to do our repair.¿ ¿ implant size and fixation: ¿we used a piece of dual mesh, which was 10 x 7.5 in size. This was sutured into place with smooth side down with 0 novofil [sic] in a u-stitch fashion with the patch underneath the fascia. This was done in interrupted fashion around the circumference of the defect. We then closed the fascia over the mesh with 0 novofil [sic]. The wound was then irrigated. The subcutaneous tissue was brought together with interrupted 2-0 polysorb. The skin was closed with staples. A dressing was the applied.¿ ¿ no post-operative records were provided. Explant preoperative complaints: ¿ (B)(6) 2007: ¿previous pfannenstiel incision in the past and known methicillin resistant staphylococcus aureus infection who recently underwent an incisional hernia repair with mesh. She subsequently then began to develop incisional wound drainage that has been cultured positive for methicillin resistant staphylococcus aureus. It is not improved on outpatient antibiotics and due to foreign body process with a foul smelling wound she is brought to the operating room today for removal of foreign body mesh product.¿ explant procedure: removal of gore-tex mesh and primary repair of her current incisional hernia. Explant date: (B)(6)2007 ¿ ¿utilizing the previously made incision from dr. Xx with the skin staples still in the place, the skin staples were removed. The wound was then opened, immediately expressing purulent drainage with significant amount of induration and signs of superficial fibrinous exudate. The subcutaneous tissue was then debrided using electrocautery down to unexposed indurated tissue in the right aspect of the incision. The overlying fascia which had been closed by dr. Xx was already opened, exposing portions of mesh. The mesh itself was then easily removed, first removing the interrupted permanent sutures dr. Xx placed, cutting them with mayo scissors. Once this was then performed, the mesh was completely removed. There was no sign of any bowel injury. There was also no significant of any enteric contents whatsoever during this portion of the procedure. There was some redundant fascia present at this time and once the mesh was removed, the fascial defect to prevent gross herniation was then reapproximated using interrupted 0-polysorb in a figure-of-eight fashion. Once this was done, the subcutaneous tissues were then copiously irrigated with saline irrigation, any bleeding taken care of using electrocautery. The area was then closed in one layer using skin staples and packed with ½¿ gauze plain packing which will be removed in my office in approximately 48 hours.¿ ¿ no post-operative records, including pathology and microbiology reports for specimens collected during the 8/21/07 procedure were not provided. Conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code d15: ¿cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unk additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g07001: part/component/sub-assembly term not applicable. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span august 4, 2007 through april 24, 2008 and not all records received in this time span are relevant to the alleged gore® dualmesh® plus biomaterial device. Patient information: medical history: (B)(6) 2007: history of methicillin resistant staphylococcus aureus infection [mrsa]. Prior surgical procedures: unknown date: appendectomy. Implant preoperative complaints: ¿ (B)(6) 2007: ¿presents with a painful ventral hernia in the right lower quadrant where she had a previous appendiceal incision. She is having surgery to repair this area.¿ implant procedure: repair of ventral hernia with mesh. Implant: alleged gore® dualmesh® plus biomaterial (unk/unk) ¿7.5 x 10.¿ implant date: (B)(6) 2007 description of hernia being treated: ¿using a scalpel an incision was performed on the right side where she had a previous appendiceal incision. This was then continued down through the subcutaneous tissue until the hernia sac was identified. I then dissected around the hernia sac down to the fascial edges. The hernia sac was then excised and the fascial edges were cleaned up so we were able to do our repair.¿ implant size and fixation: ¿we used a piece of dual mesh, which was 10 x 7.5 in size. This was sutured into place with smooth side down with 0 novofil [sic] in a u-stitch fashion with the patch underneath the fascia. This was done in interrupted fashion around the circumference of the defect. We then closed the fascia over the mesh with 0 novofil [sic]. The wound was then irrigated. The subcutaneous tissue was brought together with interrupted 2-0 polysorb. The skin was closed with staples. A dressing was the applied.¿ no post-operative records were provided. Explant preoperative complaints: (B)(6) 2007: ¿previous pfannenstiel incision in the past and known methicillin resistant staphylococcus aureus infection who recently underwent an incisional hernia repair with mesh. She subsequently then began to develop incisional wound drainage that has been cultured positive for methicillin resistant staphylococcus aureus. It is not improved on outpatient antibiotics and due to foreign body process with a foul smelling wound she is brought to the operating room today for removal of foreign body mesh product.¿ explant procedure: removal of gore-tex mesh and primary repair of her current incisional hernia. Explant date: (B)(6) 2007. ¿utilizing the previously made incision from dr. (B)(6) with the skin staples still in the place, the skin staples were removed. The wound was then opened, immediately expressing purulent drainage with significant amount of induration and signs of superficial fibrinous exudate. The subcutaneous tissue was then debrided using electrocautery down to unexposed indurated tissue in the right aspect of the incision. The overlying fascia which had been closed by dr. (B)(6) was already opened, exposing portions of mesh. The mesh itself was then easily removed, first removing the interrupted permanent sutures dr. (B)(6) placed, cutting them with mayo scissors. Once this was then performed, the mesh was completely removed. There was no sign of any bowel injury. There was also no significant of any enteric contents whatsoever during this portion of the procedure. There was some redundant fascia present at this time and once the mesh was removed, the fascial defect to prevent gross herniation was then reapproximated using interrupted 0-polysorb in a figure-of-eight fashion. Once this was done, the subcutaneous tissues were then copiously irrigated with saline irrigation, any bleeding taken care of using electrocautery. The area was then closed in one layer using skin staples and packed with ½¿ gauze plain packing which will be removed in my office in approximately 48 hours.¿ no post-operative records, including pathology and microbiology reports for specimens collected during the (B)(6) 2007 procedure were not provided. Conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code d15: ¿cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unk additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. H6: conclusion code remains unchanged. H10/11: added medical record information. See attachment for continuation of records. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007, including records for appendectomy, were not provided. (B)(6) 07: operative report. Pre/postop diagnosis: ventral hernia. Operation: repair of ventral hernia with mesh. Indications: ¿presents with a painful ventral hernia in the right lower quadrant where she had a previous appendiceal incision.¿ she is having surgery to repair this area. Procedure: ¿ using a scalpel an incision was performed on the right side where she had a previous appendiceal incision. This was then continued down through the subcutaneous tissue until the hernia sac was identified. I then dissected around the hernia sac down to the fascial edges. The hernia sac was then excised and the fascial edges were cleaned up so we were able to do our repair. We used a piece of dual mesh, which was 10 x 7.5 in size. This was sutured into place with smooth side down with 0 novofil in a u-stitch fashion with the patch underneath the fascia. This was done in interrupted fashion around the circumference of the defect. We then closed the fascia over the mesh with 0 novofil. The wound was then irrigated. The subcutaneous tissue was brought together with interrupted 2-0 polysorb. The skin was closed with staples. A dressing was the applied. Patient tolerated the procedure without complications. There was minimal blood loss. Specimen consisting of hernia sac was sent to pathology.¿ (B)(6) 07: billing record. Other implants: 1097685. Dualmesh plus 7.5 x 10 x 1. No product identification records were provided. (B)(6) 07: operative report. ¿preoperative diagnosis: infected gore-tex mesh. Postoperative report: infected gore-tex mesh with known methicillin resistant staphylococcus aureus infection. ¿ operation: removal of gore-tex mesh and primary repair of her current incisional hernia. Complications: none. Specimen: mesh for culture and gross pathology. Brief history: ¿previous pfannenstiel incision in the past and known methicillin resistant staphylococcus aureus infection who recently underwent an incisional hernia repair with mesh performed by dr. (B)(6). She subsequently then began to develop incisional wound drainage that has been cultured positive for methicillin resistant staphylococcus aureus. It is not improved on outpatient antibiotics and due to foreign body process with a fowl smelling wound she is brought to the operating room today for removal of foreign body mesh product.¿ description of procedure: ¿utilizing the previously made incision from dr. (B)(6) with the skin staples still in the place, the skin staples were removed. The wound was then opened, immediately expressing purulent drainage with significant amount of induration and signs of superficial fibrinous exudate. The subcutaneous tissue was then debrided using electrocautery down to unexposed indurated tissue in the right aspect of the incision. The overlying fascia which had been closed by dr. (B)(6) was already opened, exposing portions of mesh. The mesh itself was then easily removed , first removing the interrupted permanent sutures dr. (B)(6) placed, cutting them with mayo scissors. Once this was then performed, the mesh was completely removed. There was no sign of any bowel injury. There was also no significant of any enteric contents whatsoever during this portion of the procedure. There was some redundant fascia present at this time and once the mesh was removed, the fascial defect to prevent gross herniation was then reapproximated using interrupted 0-polysorb in a figure-of-eight fashion. Once this was done, the subcutaneous tissues were then copiously irrigated with saline irrigation, any bleeding taken care of using electrocautery. The area was then closed in one layer using skin staples and packed with ½¿ gauze plain packing which will be removed in my office in approximately 48 hours. She will be maintained on bactrim as an outpatient. Follow up as planned.¿ there is no information detailing the etiology of the infection. (B)(6) 07: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 07 procedure was not provided.] (B)(6) 08: operative report. ¿preoperative diagnosis: chronic draining wound with history of methicillin-resistant staphylococcus aureus right lower quadrant. Postoperative diagnosis: chronic wound infection secondary to stitch abscess.¿ procedure: excision of wound tissue and stitch foreign body. Specimen: foreign body to pathology. Complications: none. Brief history: ¿last august underwent an incisional hernia repair that subsequently became infected with mrsa and it required mesh removal several weeks later. At that time, a loose approximation of her fascia was performed with suture after aggressive irrigation. She has now come back via the office with continued drainage and pain and hernia by cat scan this is now recurrent. However, she continues to have granulation tissue that intermittently drains. There is no surrounding erythema but significant induration. With this in mind to clear her from infection, she is brought to the operating room for wound exploration and debridement.¿ description of procedure: ¿the lateral aspect of the pfannenstiel incision was then locally anesthetized including the area of proud flesh that was protruding through the lateral aspect of the wound. An ellipsoid portion of skin was then incised involving the open area taken down through subcutaneous tissues using electrocautery and immediate noting a prolene suture or novofil suture with its knot involved in the granulation tissue which was mildly necrotic with no actual pus present. The area was then easily debrided with removal of the foreign body down to the level of the fascia and the recurrent hernia. No bowel or other structures were noted at this time. With good hemostasis achieved with cautery, the area was then irrigated and then re-approximated using only skin staples at the skin level to prevent any further foreign body reaction. The patient was then awaken and brought to the recovery area in stable condition after sterile dressing was placed with good pain control.¿ (B)(6) 08: pathology report. Pathology #: 08s:1210. Tissues: abscess- stitch abscess abdominal wall. Clinical history: chronic wound. Gross examination: the specimen is labeled ¿stitch abscess abdominal wall¿. It is received in formalin and consists of a wedge of focally hyperemic focally indurated fibrofatty tissue measuring 3 cm in greatest dimension. It is partially covered on one surface by a narrow pale tan skin ellipse near the center of which is a raised pink-grey nodule measuring 0.6 cm in greatest dimension. Also received in formalin is a knotted portion of stiff blue suture material. A representative section is submitted. Microscopic examination: one slide examined. Diagnostic impression: abdominal wall lesion: stitch abscess.¿ (B)(6) 08: microbiology specimen summary. ¿blood culture aerobic/anaerobic: no growth 5 days.¿ (B)(6) 08: microbiology specimen summary. ¿specimen #: 08: m0005493r. Source: groin. Sp desc: wd. P/f: coag-staph, dipths. Organism 1: diptheroids; many. Organism 2: staphylococcus sp coag neg; moderate.¿ (B)(6) 08: CT abdomen and pelvis. Impression: ¿large right-sided ventral hernia along the lower abdominal wall containing multiple loops of small bowel. This finding has progressed significantly when compared to the earlier (B)(6) 08.¿ (B)(6) 08: operative report. ¿preoperative diagnosis: recurrent incisional hernia with history of methicillin resistant staphylococcus aureus infection. Postoperative diagnosis: recurrent incisional hernia, reducible as well as redundant panniculus.¿ operation: repair of incisional hernia with allomax bioprosthetic graft; panniculectomy. Specimen: portions of pannus to pathology; hernia sac. Drain: a 10 french snyder in operative bed. Complications: none. History: ¿in august of last year underwent incisional hernia repair with mesh that subsequently became infected with methicillin resistant staphylococcus aureus. She had a previous history of methicillin resistant staphylococcus aureus and at that time the mesh had to be removed several days later due to the overwhelming infection. She was left with a hernia defect that until this time has not been truly symptomatic. She has had off and on wound infections since the initial operation with approximately one month ago being brought to the operating room for removal of foreign body for continued draining wound. At the time of her presentation her wound was actually almost completely healed when she presented to the emergency department with severe abdominal pain, air fluid level in her hernia sac with small bowel, but no true complete bowel obstruction. With this in mind she was admitted for bowel rest, bowel prep, and pain control a well as the ordering of an allomax graft, which was available on the day of surgery. This devise was chosen because of her history of recurrent infections and its absorbable capacity and bioprosthetic nature .¿ procedure: ¿utilizing the previous pfannenstiel incision the incision was excised, an elliptoid incision its entire length. With this completed dissection through the subcutaneous tissues was then begun on the right hand side with a hernia defect, which has been found on cat scan was noted. Using electrocautery very carefully through the subcutaneous tissues, identified a hernia sac, this was then gently dissected free of the subcutaneous tissues extending to the right flank using electrocautery sharp dissection and blunt dissection. Once the sac was completely free circumferentially the sac was open with no significant adhesions inside the sac at this time except for some minimal amount of omentum, these were easily taken down sharply. Once this was done, down to the level of the abdominal wall fascia the sac itself was transected and sent off the field using electrocautery leaving approximately a 5 cm defect in the anterior abdominal wall. Some further omental adhesions were then removed from the underside of the abdominal wall using sharp dissection completely clearing this area for facilitation of wound closure. Once this was done in a longitudinal fashion using #1 looped pds, using absorbable suture at this time in a running fashion, the defect was closed under minimal amount of tension. To buttress the area the allomax 5 x 10 piece of graft material was then put on as an overlay and sutured into place using 0-prolene . This was done in an interrupted fashion also laying the graft material over the defect in a longitudinal fashion as well. Once this was done noting that there was a lot of redundant space the patients pannus, which was relatively moderate in size was then excised to facilitate a more sound wound closure of skin ad subcutaneous tissue to prevent a large space in the operative bed. Once this was done using electrocautery from the superior flap. The subcutaneous tissues were then reapproximated using a running 2-0 polysorb from either end having to extend the incision to facilitate a more cosmetic closure. Prior to closing the subcutaneous tissues a 10 french snyder drain was brought out through a lateral stab wound and placed into the wound bed to prevent wound seroma formation and this was secured using a 3-0 nylon suture. Once this was done the subcutaneous tissues reapproximated. The skin edges were then reapproximated using skin staples. An abdominal binder was then placed after sterile dressing.¿ (B)(6) 08: progress note. Implant sticker. Bard ?allomax ? Surgical graft. Tissue#: kv07j439. Ref: 1180040. (B)(6) 08: pathology report. Pathology #: 08s:1889. Tissues: a. Specimen biopsy-skin/scar tissue. B. Hernia sac-hernia sac. C. Specimen biopsy: pannus. Clinical history: recurrent incisional hernia. Gross examination: part a: specimen is labeled ¿skin/scar tissue¿. It is received in formalin and consists of a curved 10 x 4 cm pale tan skin ellipse with a thickness of up to 1.5 cm. There is a deep old scar measuring 9 cm in length. Near one end there is raised hyperemic partially disrupted area measuring 0.7 cm in greatest dimension. Representative sections are submitted. (A) part b: specimen is labeled ¿hernia sac¿ it is received in formalin and consists of an irregular portion of fibrofatty tissue measuring 11 cm in greatest dimension. One surface is partially covered with a thin wrinkled pink gray membrane. Representative sections are submitted. (B) part c: specimen is labeled ¿pannus¿ it is received in formalin and consists of a 17.5 x 4 cm ellipse of unremarkable pale tan skin with a thickness of up to 4 cm. The deep surface is partially covered by pink-gray tissue of fibrous consistency. Representative sections are submitted. (C) microscopic examination: three slides examined. Diagnostic impression: part a: skin/scar tissue: scar of skin with focal erosion and chronic inflammation. Part b: incisional hernia: fibroadipose tissue compatible with hernia sac. Part c: pannus: benign adipose tissue and skin.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.